Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82, ausab, with PMA number (B)(4). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive architect anti-hbs for one patient. During a medical examination, the anti-hbs was positive, but the hbsag was negative with no vaccination. The patient has a history of negative results for anti-hbs and hbsag. No specific results were provided. There was no impact to patient management reported.